Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia with blood glucose value of 54 mg/dl. Customer's blood glucose value was 61 mg/dl at time of incidence and other value was 106 mg/dl. The customer was treat with food and glucose tablets. Customer was using insulin pump system within 48 hours of reported low blood glucose event. The customer stated that the auto mode feature was active. Customer did not allege pump was over delivering the insulin. The device will not be returned for analysis.